Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for opaque tubes with the incident lot was not observed. Regarding the abnormal results, this is not covered by our IFU hence is considered off label use of this product. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: customer is a cro and they are using the heparin tube for cbc's and platelet counts. This tube type was mandate by the FDA for this study. They are drawing healthy individuals running test, putting blood through a medical device and rerunning tests and results appear inconsistent. They have done internal studies and with the new lot# of tubes the issue has resolved, so they feel it is lot specific the tubes are mixed 8 times upon drawing and are filled to stated draw volume. Material no. 367884, batch no. 9184948 -it is reported customer experienced invalid assays when using product as well as discoloration of tubes. We noticed during some of our testing that we started having invalid assays. We purchased a new lot of tubes and resumed having valid and consistent assays again. Additionally, appears to be of an opaque plastic, whereas our new lot is much more clear.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: customer is a cro and they are using the heparin tube for cbc's and platelet counts. This tube type was mandate by the FDA for this study. They are drawing healthy individuals running test, putting blood through a medical device and rerunning tests and results appear inconsistent. They have done internal studies and with the new lot# of tubes the issue has resolved, so they feel it is lot specific the tubes are mixed 8 times upon drawing and are filled to stated draw volume. Material no. 367884, batch no. 9184948. It is reported customer experienced invalid assays when using product as well as discoloration of tubes. We noticed during some of our testing that we started having invalid assays. We purchased a new lot of tubes and resumed having valid and consistent assays again. Additionally, appears to be of an opaque plastic, whereas our new lot is much more clear.